Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they had experienced a power loss on their insulin pump without a low battery alarm. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with the issue and was informed that the pump may need a new battery cap to resolve the issue. The customer did not return the product back for analysis.